Event description:
It was reported that the patient experienced multiple bent cannula on (b)(6) 2026, causing hyperglycemia and high ketones. The blood glucose (30 mmol/L) was treated at hospital.

Manufacturer narrative:
Initial 1 of 2.This emdr is being submitted for an unknown number quantity.E1:(b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.